Event description:
It was reported that the tip of the tap split during surgery. Nothing broke off the tap. The tip was still intact but the tap was unusable. No patient complications were reported.

Manufacturer narrative:
(B) (4). The tap was returned for evaluation. Visual and optical examination of instrument confirmed the tip of the tap is cracked and splayed along the centerline. The centerline crack is approx 9mm in length. The cracked tip is splayed outward. The tip splay, or trumpeting effect, is indicative of off-axis use of the tap with respect to the guidewire. A review of the device history records did not identify any applicable nonconformance to specification.